Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic subtotal gastrectomy, the stapler was fired once successfully but cracked on the second firing. The stapler released from the tissue and had partially fired. It cut the tissue but did not staple. The surgeon had to suture the duodenum in order to prevent leakage. To complete the procedure, a new device was used. No further injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted set of sheared teeth on the first row of the firing rack. This would account for the reported cracking sound as stated in the incident description. Pmv performed functional testing which included the instrument was successfully loaded with a sulu. After initial clamping, the instrument could not be cycled. An access hole was cut into the instrument body for visualization of the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The location of the firing rack damage in the instrument indicates that the teeth were sheared after clamping of the reload jaws at the start of the firing cycle. This condition occurred as a result of the reload interlock engagement. The manner in which the reload was received indicated the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Actuation of the instrument handle with the reload interlock engaged may cause sheared teeth on the firing rack. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device failure and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.